Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose value was 2.8 mmol/l to 2.9 mmol/l at the time of the incident. Another blood glucose level was 10.9 mmol/l. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was active at time of event. Customer reported they experienced high blood glucose. Blood glucose value was 18 mmol/l to 19 mmol/l. The customer stated that the symptoms related to high blood glucose such as fatigue and nostalgic. The retainer ring had cracked but reservoir was able to lock into place. The insulin pump will not be returned for analysis.